Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a blood clot was confirmed on the pacemaker lead in the right atrium. Additional heparin was administered. The procedure continued and was completed successfully with the mitraclip implanted and the mr reduced to grade 1+. A post-procedure ultrasound confirmed that the blood clot remained. The thrombus was under observation, and resolved after administration of heparin. Per the physician, the sgc did not cause, contribute, or come into contact with the thrombus. After sgc removal, a left to right shunt was observed. No additional treatment was performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.